Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring seal did not deploy appropriately when used on the pt. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the visual inspection revealed that the seal subassembly was in the loader device but outside of the delivery tube. The delivery device was outside the loader device and the plunger had not been depressed. There was no evidence of blood on the device. It can be concluded that the returned device had not been deployed. The reported failure was not confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).